Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device was not returned for evaluation as it was discarded per the hospital. The root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 19mm aortic valve was explanted after an implant duration of 3 years, 5 months due to pannus causing severe stenosis and high gradient. Per obtained medical records, the patient underwent re-do avr with aortic root replacement and mitral valve replacement. The aortic valve was replaced with a with 25mm non-edwards valve and the mitral valve was replaced with a 25mm pericardial valve. Both valves were replaced successfully. The procedures were complicated by rv dysfunction and there was a need for r-sided lmpella. In addition, she had vfib several times toward the completion of operation. Blood loss and coagulopathy were considerable due to the long pump run and redo status. In the ICU, she had oliguric renal failure, mediastinal bleeding and cardiogenic shook. Despite aggressive administration of blood products, she had persistent coagulopathy. She returned to or for exploration for bleeding and was found to have coagulopathic bleeding. A single particular source of blood loss was not found; however, there was extensive coagulopathic bleeding, aka oozing, from several sites. She returned to ICU but her hemodynamics continued to suffer. She also developed worsening respiratory failure with hypoxemia. In the context of her worsening clinical state, her family decided to initiate a dnr and to de-escalate care.